Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran an advanced clean and replaced the integrated multisensor technology (imt) sensor, after which quality controls and patient results continued to drift low. Ccc evaluated the instrument data which indicated multiple errors were obtained on the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the rotary valve and communication area network board 19 for imt measurement. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The initial MDR 1226181-2016-00090 was filed on february 23, 2016. Patient data has been attached to this report. In addition to sodium, discordant potassium and chloride results were also obtained on patient samples. It is unknown if the discordant results were reported to the physician(s). Repeat testing was performed on the same instrument. It is unknown if the corrected results were reported to the physician(s).

Event description:
In addition to sodium, discordant potassium and chloride results were also obtained on patient samples. It is unknown if the discordant results were reported to the physician(s). Repeat testing was performed on the same instrument. It is unknown if the corrected results were reported to the physician(s).